Event description:
The caller reported that the tracheostomy tube was put in the patient two times in the same month in 2009. A non-routine replacement of the tube was required due to a leak in the pilot balloon. The tube was discarded and the lot number is unknown.